Event description:
It was reported that both t1 and t2 deploy at the same time. No patient injury reported.

Manufacturer narrative:
Device was returned. The complaint reads ¿simultaneous deployment¿. The device is less than one year old. T1, t2 and suture are not with device. Device appears to be in very good condition. There is no disfigurement of the delivery needle that would support anchor deployment difficulty. A functional test supports that the device delivery system cycles normally. Root cause for this complaint symptom is unknown and can be neither confirmed nor disproved. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Additional information provided.